Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of battery malfunction. (B)(4) , in the ICU, call regarding several informational questions with her patient. She told me the balloon was placed axillary. I gave her the axillary disclaimer. She asked about gas loss alarms, condensation, and r-wave deflate. I explained gas loss alarms and the reason we use iab fill after checking for blood in the helium tubing. We reviewed condensation and keep the helium tubing from having dependent loops. I explained what the r-wave deflate informational message tells you. (B)(4) then stated when the pump is disconnected from the wall a/c power, she gets an unusable battery detected in bay #1 while the pump was in use on a patient. I advised her to change out batteries in bay 1 and see if the message still appeared. The message remained. (B)(4) then changed to a new pump and there were no battery messages on the new pump. No harm or injury to the patient. Notified (B)(4) via email. No further information available.despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that, when the cardiosave intra-aortic balloon pump (iabp) unit is disconnected from the wall a/c power, she gets an unusable battery detected in bay #1 while the pump was in use on a patient. She was advised to change out batteries in bay 1 and see if the message still appeared. The message remained. She then changed to a new pump and there were no battery messages on the new pump. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.